Event description:
It was reported that the customer received no delivery alarms. His blood glucose level was 172 mg/dl. He talked to his health care provider and they determined that he was using a bad lot of infusion sets. The infusion sets were not priming. The alarm was resolved by a complete infusion set change. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.